Manufacturer narrative:
Date sent to the FDA: 4/1/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent wound exploration, partial explant and ventral incisional hernia repair surgery on (B)(6) 2014. It was reported that the patient underwent debridement of skin and subcutaneous tissue and application of wound vacuum assisted closure on (B)(6) 2014 and (B)(6) 2014. It was reported that the patient underwent wound exploration with excision of suture granuloma and mesh fragment on (B)(6) 2014 during which the surgeon noted the mesh fragment was encountered and sharply excised. It was reported that the patient underwent recurrent ventral incisional hernia repair surgery at the site of previous enterocutaneous fistula and excision of abdominal wall mass on (B)(6) 2019. It was reported the patient experienced severe pain, long term mesh infection, nausea, fistula, disfigurement, scarring, bulging, loss of appetite, and stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to FDA:05/22/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.